Event description:
It was reported that during startup of the intra-aortic balloon(iab) therapy, the console generated a fiber optic sensor failure alarm. Despite several attempts to try to resolve the problem, the counterpulsion therapy could not be started. Decision to change the iab. The new iab works immediately but the time lost in changing the balloon does not save the patient who goes into cardiac arrest and dies despite the resuscitation measures implemented. This report is for the 1st iab. A separate report will be submitted for the 2nd iab.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and no visible blood on the exterior of the catheter. One kink was found on the catheter tubing near the y-fitting approximately 70.1cm from the iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was observed within the sensor cable near the connector. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint#: (B)(4).

Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during startup of the intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. Despite several attempts to try to resolve the problem, the counterpulsion therapy could not be started. Decision to change the iab. The new iab works immediately but the time lost in changing the balloon does not save the patient who goes into cardiac arrest and dies despite the resuscitation measures implemented. This report is for the 1st iab. A separate report will be submitted for the 2nd iab.